Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that following insertion the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent an in office procedure (mesh trimmed) on (B)(6) 2006. It was reported that patient underwent full explants on (B)(6) 2006. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016, it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal paravaginal defect repair, cystoscopy and s/p tube insertion due to pop and sui. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/29/2016.